Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-nov-2017 with the following findings: during testing, the pump was unable to power on. During visual inspection of the pump, it was observed that the battery compartment was cracked in two places and contained corrosion. The battery cap was not returned with the pump and a test cap was used to complete the investigation. The test cap was able to attach to the pump. The pump¿s black box and alarm history was not able to be downloaded due to the pump not powering on. The pump had no audible and no vibratory features and the display screened remained blank due the pump having no power. The initial complaint about a power issue was confirmed in this investigation. The pump¿s cover was removed and moisture found on the printed circuit board and the internal components of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had no power and there was moisture visible in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.